Event description:
Option elite filter found to be multiply fractured with fragments in right pulmonary artery, right internal iliac vein, and retained locally partially intravascular. Filter and fragments removed with forceps (filter) and snares.